Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported cuff miss and treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified right common femoral artery using the preclose technique prior to an transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was 6fr and during the tavr procedure the sheath was upsized to 14fr. Reportedly, the first proglide device was placed with out issue. A second and third proglide device were used and cuff misses occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The tavr procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.